Manufacturer narrative:
H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. The visual and functional inspections revealed that the equipment sensors are damaged. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the patient impact is determined to be the unplanned change in surgical technique to an open procedure which has the potential to increase incision size with/without an increase in tissue scarring, inflict more patient discomfort, and extend the post-operative recovery period. The current patient status remains unknown; however, no surgical delay or other complications were reported. The root cause has been associated with an electrical component failure. Factors that could have contributed to the failure include failure of the reed switch, short circuit, or shorted component on the hall board. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a shoulder arthroscopy, the mdu was not working. The procedure was completed with a change in surgical technique to an open procedure. There was no surgical delay and no further complications were reported.